Manufacturer narrative:
No button error alarm noted. Pump has intermittent button response due to moisture damage on keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information was provided.